Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion, protrusion and pain, patient underwent mesh excision and removal on (B)(6) 2010 and (B)(6) 2011. Mesh exposure/extrusion/protrusion. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, and rectocele. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent a s/p anterior colporrhaphy vaginal extraperitoneal colpopexy and placement of graft for pelvic support/defects and cystoscopy. She had additional surgery for pelvic hematoma on (B)(6) 2008 . A cystoscopy/laser lithotripsy was done on (B)(6) 2010 for calcified bladder stone. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.